Event description:
It was reported that a spectrum infusion pump alarmed "system error 105". It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval could not reproduce the reported symptom. Review of the event history log confirmed the reported symptom. Eval found that the input/output printed circuit board was failing. The input/output printed circuit board was replaced.